Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. The pump¿s cover was removed and there was moisture corrosion found on the power printed circuit board and to the continue glucose monitor circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.